Manufacturer narrative:
A review of the device history record and further investigation have been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "during implant surgery discovered, what looked like, a blade cut on the implant packaging." Patient contact did not occur, and the surgery was completed with a backup device. Device was not implanted.

Event description:
Healthcare professional reported "during implant surgery discovered, what looked like, a blade cut on the implant packaging." Patient contact did not occur, and the surgery was completed with a backup device. Device was not implanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order 3307859 were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. Device evaluation: visual analysis of the returned device identified: deformation, fold creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: the event reports cannot be confirmed because the original packaging was not received.